Event description:
During training, the console presented a "battery failure" alarm. There was no patient involvement.

Manufacturer narrative:
E.1 initial reporter first and last name are unknown. The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Additional information has been provided in d9, h3 and h6. Corrected information has been provded in d1 and d2. The cause of the battery failure alarm was depleted batteries.